Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. Dentist findings: patient was seen for consultation for braces. Patient presented with a class ii retrognathic mandible with upper and lower crowding due to their narrow arches. Present is a 6mm overjet and their overbite is increased by 60%. It is the dentist professional conclusion that any prior orthodontic treatment was not properly done and due to this lack of proper treatment, the patient will have to undergo orthodontic treatment for the second time. Patient's narrow arches should have been properly widened in order to adjust the crowding. The patient also presents a class I malocclusion, early diagnosis is imperative to avoid long term complications such as tmj, periodiontal disease, decay or loss of teeth, and much more. Dentist estimates re-treatment to be about 24 months.